Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all captura biopsy forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed.

Event description:
The following was reported on (B)(6) 2017 per the cook sales representative: during an endoscopic biopsy procedure, the physician used a cook captura biopsy forceps with spike. The customer has had a couple of issues with our forceps this week. I don't know the nature of these issues yet. There was no reportable information at this time. Updated information was obtained from the customer on (B)(6) 2017: "the physician advanced the device through the endoscope and after the forceps were open, it would not close.